Event description:
The nurse and family report to the provider (who is also the "reporter, herein) of the mechanical ventilator that this device suffered a total failure. It shut down without alarm(s) and ceasing all functions while connected to and providing mechanical ventilation to a pediatric pt. They further report this failure occurred without any alarms actuating to either warn of an impending event or to alert to an existing event. This event occurred at home and at night. The nurse reports she only knew of the episode when she immediately noticed the absence of operational noise. She reports she immediately switched devices to the back up ventilator. This pt is totally ventilator dependent. Had the nurse not been immediately present and alert, the pt would have suffered severe or extreme injury. Name of nurse making initial report is unavailable. (B)(4).